Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for four transmitters. The remote nurse's station (rns) was also showing comm loss for the same four devices. Nihon kohden technical support (nk ts) remoted in and found that this issue was related to one multiple patient receiver (org). Once this org was rebooted, the issue was resolved. No patient harm or injury was reported. Investigation summary: nk ts was performing troubleshooting steps, walking the customer through the display setup. During setup, the customer noted that the rns began to also show comm loss. Nk ts recommended rebooting org, which resolved the issue. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 transmitters. The customer also reported that their remote nurse's station (rns) is showing communication loss for the same devices. Nk ts remoted in and found that this issue was related to one particular multiple patient receiver (org). Once this org was rebooted, the issue was resolved. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following devices was used in conjunction with the cns: 4 re-transmitters: model: ni ; sn: ni. The following device was used in conjunction with the cns: org: model: org-9100a; sn: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 transmitters.